Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that they got a new handset because on friday the handset was not keeping a charge. The patient charged the new handset on saturday, and everything was working great but then the communicator went out and the charging light was not working. The patient had to keep it plugged in because they did not know when it needed to be charged or not. The patient noted the battery was going out fast on their device and it was loading slow for it took 5 minutes to get a bolus to go through prior to replacement. Later that afternoon the patient went to put the communicator on and there were no lights on so they went to plug it in and there was no light. During call patient attempted to reset their communicator but the indicator light would not come on. The issue was not resolved. A request was sent to the repair department to replace the communicator due to the charging light not appearing or turning on.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 22-sep-2024, UDI#: (B)(4). H3. Analysis of the communicator found tm90 micro usb port/hub is visually damaged and 1 pin is broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.